Event description:
A lead revision was performed on the subject (reason unk). After setting parameters to perform an induction test, device programming failed ("program" button on the programmer did not work). With a new device interrogation programming was successful. Nevertheless, the same behaviour occurred again later upon permanent parameters programming.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.